Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. The aortic neck diameter at the renal was 16mm with a length of 18mm. A 20mm diameter aneurysm started to form in the left common iliac artery but the ostium was narrow and approximately 10mm in diameter it was reported that after the stent graft was implanted, the pulses in the left lower limb were weak. No pulses were observed by ultrasound, and angiography showed that the left limb of the stent graft was occluded. It was also reported that the ipsilateral leg of the main body was landed in a narrow area at the ostium of the left common iliac artery. After that, the 16/24/82 endurant limb was additionally implanted on the ipsilateral side. As a result, the stent grafts were overlapped in the narrow left common iliac artery and possibly caused infolding of the stent graft. A thrombectomy was performed at the occluded site and a bare metal stent was implanted and the event was resolved. The physician stated the cause of the event is anatomy related (the ostium of the left cia had calcification and was narrow in nature). No additional clinical sequelae were reported and the patient is fine.